Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06251. Concomitant medical product: zimmer nexgen tibial tray. Zimmer nexgen femoral component. Report source: - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted

Event description:
It was reported the patient had a primary total knee surgery procedure and was subsequently revised due to subsidence of tibia with noted visually some wear on articulating surface. No additional patient consequence was reported. There is no additional information at this time.